Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d4, d6a, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to h6: code a0412 replaces the previously reported code of a050401 as the device was found the be silicone.

Event description:
Later company representative reported on behalf of the patient "preventative replacement".

Manufacturer narrative:
Clarification section d : device has not been determined to be saline or silicone gel at this time. Record will default to a saline device. Coding represents saline. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "rupture" ; reporting as saline device at this time.

Event description:
Company representative reported on behalf of the patient "rupture". This record is for the right side. The device was explanted.